Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint: "elbow of instrument tip appears to be broken." Failure analysis found the primary failure of the bent grip tang to be related to the customer reported complaint. The instrument was found to have a grip tang bent preventing grips from opening as reported by the customer. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument elbow at the tip appeared to be broken. The issue was identified while holding tissue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during an umbilical and recurrent left inguinal hernia repair, the instrument was used for grasping tissue without any issues of the jaws being stuck on tissue. There was no unexpected tissue removal, bleeding, or injury to the patient, and the procedure was completed robotically.